Event description:
It was reported that the patient experienced elevated central venous hemodynamics and cardiorenal syndrome. He was treated with the low flow software upgrade and a vasodilator to offload pulmonary vascular resistance.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. It was then reported that the patient¿s right heart failure existed prior to lvas implant and there were no device-related issues that contributed to the condition. They were treated with the low flow software upgrade and a vasodilator to offload pulmonary vascular resistance. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No additional complaints have been reported at this time. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient with right ventricle dysfunction was unable to tolerate high flows at this time. 2.0 low flow software (lfsw) was installed on primary and backup controller on (B)(6) 2023.